Manufacturer narrative:
The insulin pump was unable to download pump to carelink pro properly. Carelink errored "unable to upload data" during download, problem isolated to pcb 2.

Event description:
The customer reported via phone call having trouble uploading to their carelink. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump is being replaced and is expected to return for analysis. No further details are given.